Event description:
It was reported that the preloaded intraocular lens (iol) "was trying to fold upon itself" when the surgeon started to express the lens from the injector. The surgeon reported that it was defective. The tip of the injector was placed at the outside edge of the patient's incision, but the lens was not inserted in the eye. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted, therefore not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.